Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his scs system 6 months ago due to difficulty charging from shoulder mobility issues. As a result, the charging system would no longer communicate with the patient's scs ipg; in addition, the patient programmer displayed an error message. As such, troubleshooting did not resolve the issue. Follow-up confirmed the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.